Event description:
A patient complained of burning pain during an MRI exam and two small red areas were observed at the completion of the exam. The patient returned to the hospital two days later with blisters (one on each calf) in the area in which the redness was observed. The patient was diagnosed with 2nd degree burns and was given silvadene for topical application.